Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant alleged that during a routine shift check by a clinician, the device failed self test.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.